Manufacturer narrative:
This is the final report.

Event description:
A report was received that the patient had a pocket revision due to having difficulty charging and the ipg being in an uncomfortable location. The patient had gained a lot of weight and the ipg was too deep. The physician moved the ipg from the right flank to the stomach area. The patient is reportedly doing well.